Event description:
It was reported that during a lap colon procedure when trying to ligate, the cystic duct the clips were pear shaped and not forming, the clips were falling off of the tissue. The jaws seemed to be not aligned; they used a second clip applier to complete the case. The pt was then re admitted to the hospital over the weekend due to abdominal bleeding. The procedure was originally completed at the surgical outpatient center and appeared to be doing well at release. There is little info due to the pt was admitted to the hospital for the additional issues encountered. No add'l info known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.